Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that a discordant, falsely elevated carbon dioxide (co2) result was obtained on a patient sample on an advia chemistry xpt instrument. Calibrations were valid and quality controls (qcs) recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: inspected the instrument and determined that sample probe (spp) was bent, realigned spp probe, replaced both peristaltic cartridge, and ran patient samples for co2 testing, which recovered as expected. Siemens further investigated the issue and determined that the bent sample probe could impact results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated carbon dioxide (co2) result was obtained on a patient sample on an advia chemistry xpt instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia chemistry xpt instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). The customer reported that they observed elevated co2 results a few days prior to contacting siemens, however did not provide any further examples. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 result.